Event description:
It was reported by the contact that the customer received multiple resume pump alarms. The customer's blood glucose was 350 mg/dl. After reviewing the pump history log with the tandem's customer tech support, the contact realized that they had selected the option to suspend the pump and had never selected to resume the pump.

Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than 15 minutes. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.